Event description:
2024-may-16: information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that they have a problem with their spinal cord stimulator. Pt stated they can charge the ins but the ins therapy is not working. Pt reported they are getting a message "settings not available." Pt verified they are seeing this message on groups b and c. Pt mentioned they have had this message happen before. Pt stated they were sent another box - pt stated this is the second box they have had. Reviewed this message is not related to the controller. Agent sent a message to the local field manufacturer representative (rep). 2025-jan-07: additional information was received from a manufacturer representative (rep). The rep reported that the cause of the message seen was that there was a high impedance on one of the contacts and the device was not able to emit the electric signal past a certain intensity. They programmed around the contact with the high impedance and the issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.